Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the output potmeter was defective. The pacing indicator suggested that the output was working. However on the scope it was observed that the output amplitude was varying. Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis also did not reveal any anomalies. Conclusion: could not reproduce the reported erratic output behavior. (B)(4)

Event description:
It was reported that the external pulse generator (epg) was going on and off and did not always work. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.